Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pig underwent an animal surgery for a clinical study and suture was used to close the skin. After 15 minutes the suture was dissolved in the middle, and it ruptured on several wounds.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.